Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. The pump had cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 155 mg/dl. The customer stated that he woke up this morning and his buttons were not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.